Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although the cause was not established,m it is likely the following led to the malfunction: a dust or dirt problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited foreign material on the lens. There was no patient involvement.